Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of device inflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was unable to inflate the ambicor penile prosthesis. The physician could feel the device pumping but neither the pump or the cylinder got hard. The patient was scheduled to see the physician in a week for further intervention.

Event description:
It was reported that the patient was unable to inflate the ambicor penile prosthesis. The physician could feel the device pumping but neither the pump or the cylinder got hard. The device was not maintaining the fluid; however, there was no fluid leak outside the device. The fluid returned from the cylinders to the pump. The ambicor penile prosthesis was replaced.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis concluded that identified a bulge in cylinder that could affect the functionality of the device resulting in the reported inflation issue. Therefore, product analysis confirmed the ambicor malfunction. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ambicor cylinders, pump and tubing were visually inspected and microscope examined; no visual damages were found upon inspection. Under the microscope it was observed that the kink resistant tubing (krt) was worn to the filament. The tubing was cut apart and a leak test was performed; both cylinders had excess air between the inner and outer tubes when inflated with syringe; bulging was present. No leaks were found. Product analysis concluded that identified bulge in cylinder could affect the functionality of the device in resulting inflation issue. Therefore, product analysis confirmed ambicor malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.